Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic surgery, it was observed that when the trigger was decompressed and when not in contact with the patient, the small battery drive device drill bit would spin freely in the air. It was further reported that when the drill bit came into contact with the bone the handpiece would not operate. It was not reported whether there was a delay in the surgical procedure. It was reported that a spare device was available for use. The exact date of this event is not known. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.